Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the pump's expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the pump under-infused. The patient presented to the clinic and it was noticed that the pump had infused only 20ml out of 106ml total volume at a rate of 2.4ml/hour. Per the reporter, the pump acted as if it was infusing, no alarm occurred, and the low volume and complete alerts occurred at the appropriate times. The pump indicated that the full volume was infused and was empty. The pump was pulled from service and the patient was to return to receive the rest of the dose per physician order. Per the reporter, there were no patient adverse effects. The device was not to be returned to the manufacturer.